Event description:
The user facility reported that during a diagnostic egd (esophagogastroduodenoscopy), the image became black and the users were unable to recover the image. The procedure was reportedly completed with a different, but similar device and there was no patient injury.

Manufacturer narrative:
The device referenced in this report was returned to an olympus service branch for evaluation. The evaluation confirmed the user's report of an image difficulty. The device passed the leak test, but there was evidence of fluid inside the endoscope connector and fluid and corrosion inside the electrical connector. The device failed the insulation test due to a crack found on the distal end cover of the device. The cause of the user's experience was determined to be due to fluid invasion. As the device passed the leak test, the source of the fluid invasion appears to be due to user mishandling. This report is being submitted as a medical device report in an abundance of caution.